Event description:
It was initially reported that a motor stall occurred, and was confirmed via telemetry. No motor stall recovery was recorded in the pump's event logs. It was indicated that there was no explanation for the stall. It was unknown if the patient was having any withdrawal symptoms "as of yet". It was later reported that the pump was refilled on thursday ((B)(6) 2011), and the pump stopped friday morning. No MRI was performed. The patient experienced withdrawal. Increased spasticity and rigidity in the patient's legs was further noted. The stall had never recovered; and the cause of the stall was unknown. In regards to the pump, 7 months elective replacement indicator (eri) was noted. A dye study was performed however results were not reported. It was later reported on (B)(6) 2012 that the motor stall had recovered. During surgery, the catheter was determined to be patent. The pump was replaced. Drug delivered via the device was lioresal 2000mcg at a daily dose of 1600mcg.

Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implant: (B)(6) 2005, final analysis of the device revealed motor corrosion and gear train anomaly.